Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient was unable to put the device into MRI mode because the battery was dead. They had symptoms of heat spots under the testicles in the back of the buttocks area. The patient said that their stimulator had been out for the past couple of months; a representative went over how to reboot the ins over the phone but they have not met up to reboot it. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient was having an issue with their device, but could not understand what the patient was talking about. The patient stated he spoke with a manufacturing representative (rep) two months ago over the phone and she showed him how to 'reboot' the ins to charge it and they were supposed to meet up after but the patient has not been able to get in touch with the doctor. The caller stated they could charge for a little bit in (B)(6) but still is having problems. The patient did not have their patient programmer with them so MRI eligibility could not be established nor could a suspected overdischarge be established. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had their third overdischarge. The patient was going to have their device replaced. The patient wanted to discuss the shocking and jolting in the groin and down the legs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI around (B)(6) 2017. The implantable neurostimulator (ins) had been depleted several times at that point. The MRI had been done when the ins was in overdischarge. The patient indicated that they started to feel this weird sensation at the time and the system had not been the same since. The ins was therefore replaced and upgraded because they thought there might be an issue with the ins. No further complications were reported.